Event description:
Boston scientific received information that this patient had a red alert reported via remote monitoring for a low impedance measurement of 0 ohms was noted. The patient has a sub-q array connected to the df negative distal port and implanted with a competitor rate sense right ventricular (rv) lead, the device is implanted on the patients right lower quadrant (noted via x-ray). Boston scientific technical services (ts) was consulted and noted that an exact measurement of "0" can signify electromagnetic interference (emi) presence during daily measurement testing. Before and after the out of range measurement, shock lead impedance measurements were stable and within normal limits. Further evaluation of the system via x-ray revealed a fracture of one of the elements (anterior) of the sub-q array distal to the yoke/hub. It was noted that the fracture of one of the elements would not cause a decrease in impedance measurements rather an increase. A commanded shock test was performed and measurements were within normal limits. Engineering noted in general it is atypical to connect the sub-q array to the distal port. Also noted dft effectiveness may be related to the amount of viable myocardial mass within vector between the sub-q array fractured element and the device along with the patient's condition and high voltage conductor integrity. Since the commanded shock test and daily measurements have since yielded measurements within normal limits, the device/array will remain implanted and continue to be monitored by the physician.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Approximately four years later the device was explanted and returned for testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.